Event description:
It was reported that when the patient presented for device change out for normal eri, the rv lead was imaged prophylactically via fluoroscopy. No lead anomalies were detected. Once the pocket was closed, noise oversensing on the lead was noted. The patient was pacer dependent. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.